Event description:
The customer contact reported a discrepancy between the systolic blood pressure from the monitoring kit and the manual systolic blood pressure. The pt's systolic blood pressure via the monitoring kit was reportedly 220mmhg; however, the pt's manual systolic blood pressures were 165mmhg in the left arm and 160mmgh in the right arm. As a result, tissue plasminogen activator (tpa) therapy was held for "less than 30 mins". The pt was also treated with an unspecified dose of labatolol. Reportedly, after the monitoring kit tubing was changed to a shorter length, the systolic pressure readings from the monitoring kit matched the reading on the pt's arms. The pt was monitored in ICU and was discharged. There was no reported adverse pt sequelae. Though requested, no additional info was provided.